Manufacturer narrative:
As part of heartflow's quality monitoring process, we identified a potential false negative. (B)(4): the investigation identified a potential false negative in the lcx region; after the initial analysis was delivered, a second analysis completed as part of ongoing quality review resulted in a decrease in the ffrct value from 0.79 to 0.54 on the distal lcx. Heartflow was able to confirm with the ordering physician that the second analysis does correlate better with other clinical data. The physician was not sure if the reassessment of the analysis will change the clinical decision for the patient.

Event description:
Heartflow identified a potential false negative result.